Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of workmanship issue to be related to the customer reported complaint. The instrument was received with the grip pin in place. During visual inspection, the grip pin was able to be pushed out. The pin was inspected and found that it was not properly swaged. The root cause of this failure is attributed to manufacturing. A review of the instrument log for the prograsp forceps (part # 470093-11 /part # n10210426 0128) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system (B)(4). The instrument had 2 uses remaining after this last usage. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the prograsp forceps was found to have the screw loose and about to fall out. Failure analysis confirmed the instrument's grip pin was able to be pushed out with no evidence of mishandling/misuse. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument was found to have the "entrance screw" loose and about to fall out. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use without any damage identified. The customer could not confirm if the "entrance screw" was the instrument grip or clevis pin. No fragment fell into the patient and there was no patient injury. Photographic images of the device or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history was requested however, the reporter was not able to provide that information.